Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test during preventative maintenance. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11. The device was received for evaluation. During functional testing, the reported failed flow rate accuracy test was reproduced. Delivery rate (40 ml/hr), runt time (60 mins), vtbi ( 40 ml), results (43.674 ml), error percentage (9.185%) - failed. 20 ml/hr; vtbi delivery rate (125 ml/hr), runt time (60 mins), vtbi (125 ml), results (131.352 ml), error percentage (5.082%). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The travel pressure plate will be set up to address this issue. Should additional relevant information become available, a supplemental report will be submitted.